Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the value for the inspired time displayed on the intellivue mp70 patient monitor was much higher than the actual reading on the maquet servo-I ventilator when using the intellibridge ec10 module. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips clinical application specialist (cas) spoke to the customer. The customer stated that the inspiration time set on the servo-I ventilator was .63, but they were seeing a value of 32.3 on the monitor. The customer had previously reloaded the driver on the intellibridge ec10 module, but the reported issue recurred. During the investigation, the cas researched data on the servo-I ventilator and provided the customer with the following information from the instructions for use (IFU) for the ventilator: "differences in displayed values. Differences in displayed values between intellibridge and the maquet servo-I ventilator: the values sent to the intellibridge device from the maquet servo-I ventilator may not be identical to the values sent to its own display due to, for example, rounding up/down or differences in resolution." This information was emailed to the customer for further reference. Additionally, the customer was advised to replace the ec10 module as a preventive measure and the part number for a replacement intellibridge ec10 module was provided. The part number for a replacement module was provided. Based on the available details, the exact cause for the reported issue could not be established.